Event description:
The customer reported the ventilator went vent inop and alarmed during use. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event. Review of the diagnostic log history indicated a vent inop occurrence due to a data acquisition pcba adc reference failure. The service technician replaced the data acquisition pcb board to address the reported problem. Final applicable testing was completed and tests passed to operating specifications. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.